Manufacturer narrative:
H3: product analysis of part# kex152eb, lot# 231122648 visual and optical inspection confirmed the stylet knob of the ibt has broken. The wire was still able to be pulled out and inserted into the ibt. The damage to the ibt is consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
E: first name and last name of initial reporter is unknown. G2: country of origin is japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received via healthcare provider (hcp) via manufacturer representative regarding patient having transcutaneous vertebroplasty for th11 compression fracture. It was reported that when attempting to remove the ibt stylet, there is a creaking sound and it was hard that it seemed like it could not be rotated. The pliers were taken out and attempted to remove it, but only a part could be removed and the stylet could not be removed. There were no further complications or symptoms reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received via manufacturer representative that while attempting to remove the stylet as usual under supervision, a dull sound that is not typically heard was made, and it could not be turned with the usual force. Additionally, since another ibt being used during the procedure was functioning without any issues. The reported defect occurred during first attempt of usage.